Event description:
The procedure was coil embolization for cerebral artery aneurysm. Characteristics of the vessel/aneurysm were not provided. The event occurred during the procedure. Pre-deployment electrical check was performed and no issues noted. The physician could not detach the presidio (pc4100829-30j/j10602, complaint product #1) using (B)(4) (either one of the f73242 and the c10697, complaint product #2). It is unknown how many times the detachment button was pressed. It is unknown how many coils were successfully deployed using the same cable before the complaint product. It is also unknown if there was any stretching or unintended detachment observed in the aneurysm or in the microcatheter. Both the presidio and the cable were safely removed and were replaced for a new unspecified coil and a new cable (either one of the f73242 and the c10697). The physician was able to detach the new coil without any problem. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. The complaint products (presidio and the first cable) are going to be returned for evaluation. Also, for the purpose of reference, the second cable and the second coil delivery system (without coil) are going to be returned. No additional information was available.

Manufacturer narrative:
Concomitant device: (B)(4) (either one of the f73242 and the c10697) connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the 8 mm x 30 cm presidio 18 cerecyte microcoil (pc4100829-30j/j10602) could not be detached using the enpower detachment control cable (ecb000182-00 either lot f73242 or c10697). Both the presidio and the cable were safely removed and were replaced for a new unspecified coil and a new cable (either one of the f73242 and the c10697). The physician was able to detach the new coil without any problem. The pre-deployment test was performed. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box). It is unknown how many times the detachment button was pressed and unknown how many coils were successfully deployed using the same cable before the event. It is also unknown if there was any stretching or unintended detachment observed in the aneurysm or in the microcatheter. There is no information available regarding the target site/vessel characteristics. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the microcoil system to pass the electrical pre-deployment test and to fail to detach the coil was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. There was no discrepancy with the returned detachment cables. Based on the report that the pre-deployment test was performed, it appears that procedural factors, possible manipulation or device interaction contributed to the finding of the returned device and the failure to detach. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.